Event description:
It was reported that a patient underwent a total gastrectomy on (B)(6) 2012 and a drain was used at the foramen of winslow. When the drain was removed on (B)(6) 2012, it appeared to be clogged at the hub. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. During the evaluation, the portion of the drain received was visually checked and it was occluded with exudates. Clotting is a physiological response to various precipitating factors and not specifically caused by the structure of the device. The complaint sample was not returned in its original condition; therefore, the validity of the complaint cannot be determined and a thorough evaluation cannot be performed.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): clogged drain. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.